Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. (B)(6)

Event description:
It was reported that the cuff of a portex® cuffed blue line ultra® suctionaid leaked. The incident occurred 10 days in use. No patient injury was associated with this occurrence. The event was resolved with a change of tube.

Manufacturer narrative:
Evaluation summary: the returned sample was visually inspected and a 2.0mm cuff tear was found. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was observed that it is not even possible to inflate the cuff because it leaks so badly. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No corrective actions will be taken at this time.